Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that his onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. Attempts were made by the medical surveillance specialist and the csr to contact the patient to obtain further information; however these were unsuccessful. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that he obtained results of "360, 321, 322 and 273 mg/dl" using the subject meter compared to results of "120-130 mg/dl", all results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "low sugar and felt sick" at an unknown date/time. The patient stated that he was hospitalised and received unknown hcp treatment on the morning of (B)(6) 2015 (time not provided). The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that he was hospitalised and received hcp treatment after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the investigation has determined that the retain test strips were biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips performance testing with blood, were found to be biased low at 100mg/dl, if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.